Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion area was located in a moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use in an endovascular therapy. The balloon device was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with a non-bsc device. No complications reported and the patient's condition was good post procedure.